Event description:
Literature: sharma, a., liu b., waudby, p., duthie, g. S. Sacral neuromodulation for the management of severe constipation: development of a constipation treatment protocol. International journal of colorectal disease. 2011;26(12):1583-1587. Doi: 10.1007/s00384-0 11-1257-x. Summary: this study reviewed the experience of sacral neuromodulation as a treatment for chronic constipation to develop a management protocol. Twenty-one patients over a period of five years were first evaluated with temporary stimulation leads. Eleven patients went on to permanent implants and were followed-up at 2 and 4 weeks, 3, 6, and 12 months, and then yearly. All data was reviewed and an additional 2-week bowel diary was completed by the patients in (B)(6) 2010. Improvement in bowel diaries were maintained over a median follow-up period of (B)(6) and the authors concluded that sacral neuromodulation can provide long-term symptom relief in selected patients with severe constipation. Reported events: one patient developed wound infection at the site of the permanent implant which was managed successfully with antibiotics. One patient had rewiring due to wire fracture. One patient had rewiring due to electrode problems. One patient underwent repositioning of the battery. One patient underwent re-operation due to poor initial lead placement. Additional information has been requested; a follow-up report will be sent if additional information is received.

Manufacturer narrative:
"Electrode problems."